Event description:
Baxter (B)(4) received a report that an infusor leaked from an unknown location after filling. The device was filled with a solution of desferin. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample containing fluid in the bag that contained the device. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of the blue winged luer cap which was not securely tightened. The device was filled prior to functional testing, the cap was tightened, and no signs of leak were detected. Functional testing of the device revealed no signs of leak after a 24-hour leak-monitoring period. The root cause of the reported condition was determined to be an untightened blue winged luer cap. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.